Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left common femoral artery. During insertion of the barewire into the anatomy the guide wire separated. The separated portion of the guide wire was able to be retrieved back into the nav6 catheter and removed from the patient. The procedure was continued with another nav6 device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported material separation appears to be due to circumstances of the procedure. It likely that the tip of barewire became stuck within the lesion or associated devices during advancement resulting in separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿

Event description:
It was reported the procedure was to treat a lesion in the left common femoral artery. During insertion of the barewire into the anatomy the guide wire separated. The separated portion of the guide wire was able to be retrieved back into the nav6 catheter and removed from the patient. The procedure was continued with another nav6 device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.